Event description:
It was reported that following an implant, the patient was experiencing discomfort, constant headaches whether on or off stimulation was mentioned. The patient underwent a spinal cord stimulator explant procedure. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7085179/7085207.